Event description:
It was reported the electrical generator displayed insufficient conductivity errors: e394,e202, e486 and e006 . The issue occurred during a therapeutic liver treatment. The procedure was completed using a similar device. The nurse stated that there was a lot of water in the surgical field. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6) hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field concomitant device information and h6. Corrected fields: g2 correction ("health professional" and "distributor" should not be selected). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the following causes are related respectively for error e486 (no instrument connected) and error e006 (non-conducting irrigation fluid) error e486 (no instrument connected) possible causes are: 1. No instrument connected (permanent error, user error). 2. A defective instrument or cable has been connected (permanent error, user error). 3. A non-compatible instrument/cable has been connected (permanent error, user error). 4. Activation of the esg-400 within 2 seconds of connecting the instrument (temporary error, user error) 5. There is a hardware error on the motherboard. The error e619/e486 is described in chapter 8 'troubleshooting' of the instructions for use (IFU): "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated." Error e006 (non-conducting irrigation fluid); the following causes have been identified: 1. Tissue build-up on the electrodes. 2. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently connected contacts in the working element or the connection cable. 4. Increased contact resistance due to defective contacts in the working element or the connection cable. 5. Increased contact resistance due to defective contacts in the universal socket, e.g. Due to corrosion. Olympus will continue to monitor field performance for this device.